Manufacturer narrative:
This report has been identified as b. Braun medical ag internal report number (B)(4). The instructions for use of the product have been checked and the following side effects are listed: "in very rare cases, there may be a mild burning sensation after application of prontosan, but this usually dissipates after a few minutes. Prontosan can cause allergic reactions such as itching (urticata) and rashes (exanthema). In rare cases (less than 1 out of 10,000), anaphylactic shock has been reported." The product quantities sold in 2020 for prontosan solution were over (B)(4). No negative trend can be observed. No samples were sent for analytical investigation. No batch number available. Without the sample and/or lot number, further evaluation of the device is not possible. If additional pertinent information becomes available, a follow up report will be submitted. Allergic and anaphylactic reactions are known side effects, as stated in the IFU. Since there is no trend, no further actions are initiated at the moment. Note: this report is being filed for an unknown item number that was not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility: the patient attended the diabetic foot ulcer clinic at (B)(6) general hospital, (B)(6) in (B)(6) 2019 and had a reaction resulting in her becoming widely un-well and presenting a rash. The clinicians called for a doctor who prescribed oral hydrocortisone plus giving her an anti-histamine to take home that should be taken for 5 days. She was asked to report to gp if the problem persisted. The reaction was put down to the dressing applied after the prontosan solution was used, as the patient had previously shown to be sensitive to island dressings. On 31st of may at the follow up visit by the district nurses the patient was treated with a prontosan soak and immediately became very un- well. No dressing applied by this point, just the prontosan. The patient developed nausea and became flushed. Her heart rate increased, oxygen saturation decreased and she developed diarrhoea and vomiting. An ambulance was called, her blood pressure dropped further and she was given adrenaline and anti-histamines in the ambulance. The patient received steroids in hospital. The incident was not reported at the time but on discussion with the local tissue viability nurse, (B)(6), at a meeting in (B)(6) 2021, it was felt that this should be reported as a serious reaction and I was contacted as the local territory manager.